Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was derailed at the amp pulley. The grip had stiff movement due to the derailment. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and amp pulleys may contribute to derailment. The same derailed grip cable was frayed at the amp pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. There were scratches on the surface of the distal pulley. Failure analysis also observed that the distal end of the main tube had various scratch marks showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the prograsp forceps instrument stopped working at the end of the case. The instrument was exchanged into a backup instrument and the case was completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.